Manufacturer narrative:
The investigation for the low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Data logs were reviewed indicating multiple suction alarms and low pump flow. Clinical details provided that an arterial duplex confirmed a focal thrombus in the common femoral artery (cfa). Therefore, the root cause of the thrombus was likely due to patient condition. The root cause of the low pump flow could not be determined with the device and sufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella had suction alarms and the patient had low pulsatility. The impella was explanted and arterial duplex confirmed a focal thrombus. A thrombectomy was performed to address the issue.